Event description:
It was reported that the balloon was difficult to retrieve. The target lesion was located in the left anterior descending artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was used to dilate existing stents after intravascular ultrasound (ivus) was performed. However, there was resistance while passing the balloon through a 6fr non-bsc guide catheter. Subsequently, the balloon was inflated twice in the artery but there was difficulty in retrieving the balloon into the guide. The balloon was then removed without incident but was damaged in the process. The procedure was completed with a different device. No complications were reported. It was further reported that the balloon was removed via the guide catheter and that there were no pieces of the balloon left inside the patient's body. The procedure was completed without any incident.

Event description:
It was reported that the balloon was difficult to retrieve. The target lesion was located in the left anterior descending artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was used to dilate existing stents after intravascular ultrasound (ivus) was performed. However, there was resistance while passing the balloon through a 6fr non-bsc guide catheter. Subsequently, the balloon was inflated twice in the artery but there was difficulty in retrieving the balloon into the guide. The balloon was then removed without incident but was damaged in the process. The procedure was completed with a different device. No complications were reported.